Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the connector pin measuring 19.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a routine cardioversion for atrial fibrillation, low, out of range, high voltage lead impedance was observed. The lead was capped and replaced. There were no patient complications.